Event description:
It was reported that pump displayed malfunction alarm labeled malf 0 with no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, and successfully reset malfunction without recurrence, although customer later reported separate malfunction in another case.